Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
A distributor reported that they received a polaris 5.5 screw inserter with a broken tip. There was no patient involvement at the time of discovery. No information is available regarding when the fracture occurred.

Manufacturer narrative:
Inspection the returned device was examined. Visual inspection revealed the tip has fractured off. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to error during inspection. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
A distributor reported that they received a polaris 5.5 screw inserter with a broken tip. There was no patient involvement at the time of discovery. No information is available regarding when the fracture occurred.